Event description:
Reporter indicated that pt was scheduled for revison surgery because pt is experiencing "continuous shocking" in the neck area since vns implant. It was reported that the lead is protruding out at a distinct point at the neck site. Treating neurologist had reportedly adjusted programmed settings to try to resolve the shocking sensation and the pt's device was programmed to off at the end of 2002 (date unk), but the shocking sensation has not resolved.